Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: initial report incorrectly noted the implant date as (B)(6) 2014 and explant date as (B)(6) 2016. This report is being filed to correct the implant and explant dates to: if implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2016 (approximate explant date). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that an explant of an amo intraocular lens (iol) that was originally implanted in (B)(6) had been performed. Patient had multiple issues with the doctor in (B)(6). The patient went to the doctor originally due to a detached retina while in (B)(6), and the doctor talked him into doing cataract surgery for both eyes. The surgeon in (B)(6) performed a total of 7 procedures before the explant, including a surgery for an eye infection that he received from the clinic in (B)(6). The explant of the lens was performed in the united states. It was reported that the patient underwent a vitrectomy. No further information was provided.

Manufacturer narrative:
Corrected data: the explant of lens occurred in the united states. However, through follow-up it was confirmed that the procedure had occurred in (B)(6). (B)(6). (B)(4). Regarding the left eye, originally patient had detached retina due to him getting hit with a basketball on the left side on (B)(6) 2015. According to patient, he was completely blind on left side on (B)(6) 2015. The retina was reattached by physician in (B)(6). According to the patient, on (B)(6) 2016 cataract developed from too much lasik work. The physician implanted a zmb00 intraocular lens on (B)(6) 2016. Patient experienced driving difficulty, poor vision, was seeing circles and double vision. The physician told the patient that the zmb00 lens was not centered. The zmb00 lens was removed and replaced with a non-amo lens. There was no injuries or issues when the abbott lens was removed. According to patient, there was no improvement in vision issue after the non-amo lens was implanted. Vigadexa and some antibiotics were prescribed. Patient came back to (B)(6) and sought a second opinion. The physician advised patient to live with what he has, as he feared more work will only cause more damage as the left eye cornea was burned from laser. Patient does not know what laser was used. However, patient went to a vitreous retina specialist and stated that there is no issue with the retina. Currently the patient is not comfortable driving at night. He feels weak and left eye feels tired. Additionally, he has to use reading glasses. However, vision is okay if there is good lighting. Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.